Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to customer contacting doctor due to meter results. Meter and test strips were returned for evaluation. Product testing was performed and no defect found. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system. Note: manufacturer contacted customer in a follow-up call on 10-sep-2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for low blood glucose test results. Daughter is calling on behalf of the customer. Customer stated the true metrix meter results were lower when compared to both another device and her doctor's device. Actual meter to meter comparison test results were not provided. On the day of the call, customer had obtained an am blood glucose test result of 190 mg/dl fasting, had tested two hours later and obtained a result of 249 mg/dl fasting. Customer had drank 16 oz. Of chocolate milk, tested 45 minutes later and obtained a result of 177 mg/dl non-fasting. Daughter stated the result obtained should have been higher than 177 mg/dl. The customer¿s expected am fasting blood glucose test result is 80 mg/dl and expected pm fasting blood glucose test result is 140 mg/dl. The customer feels well and did not report any symptoms. Daughter stated she had taken customer to see the doctor that day due to the blood glucose test results obtained. No further details regarding doctor's visit were provided. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification (kitchen). The test strip lot manufacturer¿s expiration date is 01/31/2023 and open vial date was not disclosed. The meter memory was not reviewed for previous test result history (customer declined).